Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e serial #: (B)(4) description: trial linear st lead, 50cm.

Event description:
A report was received that patient began experiencing headache after leads were placed during a trial procedure. The physician elected to remove the leads and needles under caution. The patient was reportedly doing well.